Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient is not able to troubleshoot directly. Thy reported a sudden return of symptoms. No troubleshooting done. They report the patient is shaking uncontrollably and are unable to walk. They state they were with the patient last weekend and they were fine. No further complications were reported or anticipated with this event.